Event description:
After an implantation period of approx. 45 months, it was reported that the battery was depleted. No adverse patient side effects have been reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status mol1 and an amount of 26 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a next step, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted. Therefore the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The battery voltage, as well as, the overall current consumption of the electrical module were directly measured. Thereby a normal current consumption could be confirmed. However, the battery voltage was lower than expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. The inspection revealed a slightly increased internal self depletion within the battery, which led to the clinical observation. In conclusion, an increased internal self depletion within the battery was found to be the root cause of the clinical observation. Based on the analysis all therapy functions of the ICD were entirely available while the device was implanted and in service.